Event description:
The patient fell and subsequently experienced increased tremors on one side. The pt was traveling and trying to locate a physician in the area. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).